Manufacturer narrative:
Since the manufacture of this device, a statement was added to the bed rail manuals/instruction sheets alerting users that they need to check for missing end caps and replace if needed. The 6632 assist rail user manual states, "always maintain and inspect equipment per the instructions in this manual. Contact a qualified technician or invacare if any of the following issues are present: loose or missing parts such as end caps, knobs, bolts, screws etc., should be secured or replaced. Sharp edges or surfaces should be corrected or replaced." Additionally, a design change was implemented replacing the plastic plug button with a permanent steel cover that is brazed onto the tube ends and buffed to create a smooth edge. The design change removes the possibility of the plug falling out and removes the sharp edge hazard that is created when the plug falls out. The 6632 rails have been returned to invacare for an evaluation, which is pending completion. A supplemental record will be filed once the results of the evaluation are available. A pair of replacement 6632 rails were sent to the patient.

Event description:
It was reported that a plug button was missing from the end of the 6632 assist bed rails, which are being used with a 5410low bed. The caller alleged that the bed rails were flipped back out of the way when they were putting the patient to bed, and the patient scraped her left leg on the exposed tubing of the rail, leaving a 3-inch scratch. No medical intervention was reported.

Manufacturer narrative:
An evaluation of the 6632 assist rails was completed on 03/16/2018. It was confirmed that one of the assist rails was missing a single plug button, which exposed the end of the rail tubing.